Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.